Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline breast prosthesis, catalog #3503420, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was confirmed by a doctor¿s examination. In addition, the patient felt some pain in her right breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 11/01/2018, mentor received additional information about the event. It was reported that the suspect medical device did not deflate after all. Device code 1546 ¿material rupture¿ no longer applies to this event. Manufacturer¿s reference number: (B)(4).